Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2005. The patient stated that she had a partial removal of the sling done, however, still experienced incontinence, odor, leakage, and pain with and without sex. Additional information has been requested.

Manufacturer narrative:
(B)(4). Dyspareunia. Pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).